Manufacturer narrative:
(B)(4). Batch # m52839. The following information was requested, but unavailable: can you please explain how ¿the reload presented failure¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? Or, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? If no, please explain. Device analysis: the analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an appendectomy the reload presented failure in the stapling. Material with defect in the surgical procedure, the tr45w reload presented a defect in the stapling. There was no harm to the patient. "Did the patient have permanent damage?" No . "Did the patient need hospitalization or had hospitalization prolonged due to a product problem?" No. "Did the patient need to be reoperated to avoid or correct any damage?" No. "Did the patient have any serious damage?" No.